Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient connected a new continuous glucose monitor sensor and subsequently observed a message on the pump indicating "connect cgm or enter bg." The patient was using a fl3+ sensor and reported scanning the sensor using the associated mobile application and then going to sleep, and was unsure whether the sensor had been fully started. The patient was informed that the fl3+ sensor supports only a single connection and that the current sensor would need to be removed and replaced with a new one. The agent guided the patient through the proper pairing steps and recommended deleting the mobile application to prevent further connection conflicts. Because no glucose readings had been received since the previous night, the patient was instructed to perform a fingerstick blood glucose check, which resulted in a reading of 149 mg/dl. No further assistance was requested or required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.